Manufacturer narrative:
MDR 3003442380-2024-02285 - device 3 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced kinked cannulas. Events occured between 25 mar 2024 and 05 apr 2024. The infusion set was inserted on the abdomen. Therefore, they replaced the infusion set and resumed insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.